Event description:
A healthcare professional reported during an intraocular lens implant procedure, the lens had several "striations" in its central area, so decided to explant the lens and implant another one with the same power. They used the same cartridge and injector to implant the new lens and there was no issue related to the second lens implanted. There was no complication for the patient due to this situation. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The optic is cut from one edge across the center of the optic, typical of insertion and removal from the eye. Scratches are observed in the center of the optic on the anterior surface. Cracks are also observed near the center of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of an unspecified cartridge and handpiece. It is unknown if qualified products were used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).